Manufacturer narrative:
This report is submitted on february 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2019 due to reports of chronic pain. The patient was not reimplanted with a new device as of the date of this report.

Manufacturer narrative:
Device analysis has indicated a device failure. This report is filed on march 22, 2019.